Event description:
Please refer to report 0009613350-2019-00435.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: squeaking implant; pain; fatigue; tremors. Event description: it was reported that a patient underwent a hip arthroplasty on an unknown date in 2012. A biolox head was implanted together with a trilogy liner and an ml stem (warsaw devices). Patient reports to be experiencing pain, loud audible noise, tremor and fatigue. He has not been tested for metallosis, and has declined to send in medical records or x-rays. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: the investigation results did not identify a non-conformance or a complaint out of box (coob). The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Squeaking noise is an adverse event usually reported in ceramic on ceramic (coc) pairings. In this complaint the articulation is pe-ceramic. A possible explanation for a squeaky polyethylene-ceramic articulation could be due to a worn or dislocated liner. However, as no x-rays; medical records or lab tests results were provided, this hypothesis cant be confirmed and a cause for the symptoms experienced by the patient cannot be identified. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(6).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and experienced pain and implants squeaking.